Event description:
It was reported that a filter limb detached, and migrated to the right renal vein. This was discovered on a CT scan done one month ago.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. The sample was not returned for evaluation as the filter remains implanted. Based on the information received, the results are inconclusive and the root cause is unknown. The information for use for this device states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.